Event description:
It was reported that the pump touchscreen would turn on, but the screen remained black and unresponsive, making it inaccessible. There was no reported impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy.